Manufacturer narrative:
(B)(4): it was reported that patient underwent enterocele repair, anterior repair, vaginal excision of tvt on (B)(6) 2008 due to recurrent urinary tract infections, stress urinary incontinence, enterocele and erosion of mesh. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.